Event description:
Additional information received indicates the ipg had reached end of life. Therapy was not affected due to the ipg flipping/ extensions being tangled.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that ipg was reaching end of life. Additionally, impedance check revealed high impedances on the right side. As such, surgical intervention took place wherein it was noted that the extensions were completely tangled due to ipg flipping. In turn, the ipg and extensions were explanted and replaced resolving the issues. Reportedly, therapy was confirmed post op. The device was discarded.